Manufacturer narrative:
The customer returned strips from lot 297787-11 for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation ni equals lay user / family member. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 2.5 inr and the laboratory result was 1.9 inr. The result from the meter was from a sample that was applied about 35 seconds after lancing their finger. Product labeling states "when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip." The result in question was reported to the customer's doctor. There was no allegation of an adverse event. The investigation is currently ongoing.